Manufacturer narrative:
Hill-rom technical support provided the account the appropriate part number and pricing information for them to order a new wall charger. This issue will be resolved with the installation of the new complete part ordered by the account. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating there was an arc coming from the lift's wall charger when the pendant is docked. The lift was located at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).